Event description:
The accounts maintenance stated that the local bed exit alarm isn't sounding when the bed exit alarm is engaging, but does send a nurse call.

Manufacturer narrative:
The tech isolated the problem to the external buzzer. He replaced the buzzer to repair the bed.